Manufacturer narrative:
Allergan has initiated a CAPA investigation into this late report. Information contained in this report was previously submitted through asr on 24/jan/2011. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device evaluation: visual analysis found white particles on the device inner and outer surfaces, brown particles in the diaphragm fill channel, wear abrasion, and diapherm flange disk delamination in the diaphragm valve. A leak test found no evidence of leakage. Fill inspection found no evidence of port hole blockage in the diaphragm valve. Micro analysis identified diapherm flange disk delamination in the diaphragm valve, assessed as adhesive failure. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Deflation ¿ breast implants are not lifetime devices. Saline breast implants deflate when the shell develops a tear or hole. Deflation can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to deflate: damage by surgical instruments; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of deflation for allergan¿s product; however, it is not conclusively known whether these tests have identified all causes of deflation. Pain ¿ pain of varying intensity and length of time may occur and persist following breast implant surgery. In addition, improper size, placement, surgical technique, or capsular contracture may result in pain. Patients should be advised to contact their surgeon if there is significant pain or if pain persists. Unsatisfactory results ¿ patients should be informed that dissatisfaction with cosmetic results related to such things as scar deformity, hypertrophic scarring, capsular contracture, asymmetry, wrinkling, implant displacement/migration, incorrect size, and implant palpability/visibility may occur. Careful surgical planning and technique can minimize, but not preclude, the risk of such results. Pre-existing asymmetry may not be entirely correctable. Revision surgery may be indicated to maintain patient satisfaction but carries additional considerations and risks.

Event description:
Healthcare professional reported right side deflation. Patient representative reported patient's ¿right breast was higher than [their] left¿, "too hard", ¿not round & perfect¿, patient ¿felt a pulling feeling shooting through [their] right breast¿, ¿significant implant malposition¿, and devices were filled to 400 ccs, which is more than their recommended fill capacity. Documentation also alleges the patient has ¿suffered bodily injury and resulting pain and suffering, mental anguish, disability, disfigurement, and loss of the capacity for the enjoyment of life [¿]. The losses are permanent or continuing in nature, and [patient] will suffer them in the future¿. Device has been explanted. This report is for the right side.